Manufacturer narrative:
(B)(4).

Event description:
It was reported that technical services (ts) received a call about variable lead impedance and noise with oversensing on the right ventricular (rv) lead. Ts confirmed large signals from the rv lead consistent with a lead fracture. The patient underwent a revision procedure and a new rv lead was implanted alongside the old rv lead. During the procedure, interference was seen between the two rv leads which disappeared when the lead was repositioned. The old rv lead pace and sense functions were surgically abandoned and deactivated, but the proximal coil was used in conjunction with the new rv lead after lead revision. The new rv lead was used for pacing, sensing and distal shock electrogram (egm). The physician elected to replace the pulse generator as well. The next day, noise appeared on the new rv lead as well as t-wave oversensing. Ts discussed programming options, and the ventricular tachycardia (vt) zone rate was increased to 220 beats per minute (bpm) and the refractory period extended to prevent inappropriate therapy as a result of the t-wave oversensing. As for the noise, they had thought there had been adequate separation of the leads, and ts noted that the artifact on the egm indeed looked like mechanical noise. No additional adverse patient effects were reported.